Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Detachment of the tip fixing screw adhesive has been observed and was likely due to mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrovideoscope exhibited air leakage from the tip. The device was returned and an evaluation at the repair center revealed detachment of adhesive in screw holes of the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿ ¿air leakage from tip¿. Due to a pinhole on channel-tube, water tightness was lost. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was detached. Adhesive on bending section cover had a chip and crack. Due to damage on nozzle, water removal ability does not meet the standard value. Universal cord had buckling. Ultrasonic transducer had corrosion. Connecting tube had a wrinkle. Due to damage on nozzle, water removal ability does not meet the standard value. Acoustic lens was damaged. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.